Manufacturer narrative:
Follow-up information received on 12-nov-2015 no new clinical information received. Follow-up information received on 15-dec-2015: patient elected to have inserts removed because of adverse events. Patient complained of bloating, heavy cramping and bleeding. Essure inserts were recently removed surgically. Follow-up information received on 16-dec-2015: investigator did not consider the events pelvic pain, heavier bleeding as serious. Devices were successfully removed and patient was recovering well. Patient insisted on removal due to fear of cancer and not just due to ae complaints. Patient recovered from all events on (B)(6) 2015. She has not had menses since surgery. Follow-up information received on 17-dec-2015 investigator reported that events were not considered serious. Essure was removed successfully and patient was recovering well. He stated that patient insisted on removal due to fear of cancer, not just for adverse events complaints. Case downgraded to non incident. Follow-up received on 08-jan-2016 investigator reported that both the adverse events complaints and the fear of cancer led to subject's request to have the essure device removed. Case upgraded to incident. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was enrolled in an interventional trial to demonstrate the effectiveness of transvaginal ultrasound to confirm essure micro-insert placement in women who desire permanent contraception (female sterilization). She requested essure (fallopian tube occlusion insert) removal (which was done approximately 3 years after device placement) due to pelvic pain, menorrhagia and abdominal bloating. Additionally she had fear of cancer (due to her family history). These events are listed according to the investigator's brochure. After essure insertion, abnormal genital bleeding, menses pattern changes, pelvic pain and abdominal bloating may occur. In this case, the investigator considered the events as possible related to the suspect device. Considering their nature and in the lack of an alternative explanation; company agrees with investigator's assessment. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a clinical study case report received from an investigator in united states on 12-nov-2015 which refers to a (B)(6) female patient who was involved in a interventional company-sponsored study, study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). Her last menstrual period occurred on (B)(6) 2012. On (B)(6) 2012, essure 305 was inserted with lot number a20056 under local anesthesia. Pregnancy test (urine) was done before insertion and result was negative. She received toradol 60 mg im prior to procedure. Both tubal ostium were visualized during procedure which took 5 minutes. After insertion, 1 coil was seen on left side and 3 on right side. Success bilateral placement was reported. It was reported that iud was removed after essure procedure; stem was sitting in cervical canal. In (B)(6) 2012 the patient experienced moderate pelvic pain. In (B)(6) 2015 the patient experienced severe menorrhagia and severe abdominal bloating. On (B)(6) 2015 patient was seen by physician with complaint of pelvic pain, heavier bleeding and requesting essure devices removed. Patient also expressed concern of cancer due to family history. Devices were removed on (B)(6) 2015. The outcome of the events was reported as unknown. All events were considered possible related to essure by investigator. Product technical complaint (ptc) investigation result received on 25-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar adverse event case reports have been received to date in relation to the reported batch. No batch trend could be identified. Company causality comment this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) removed (approximately 3 years after device placement) due to pelvic pain, menorrhagia and abdominal bloating. These events are listed according to the investigator's brochure. After essure insertion, abnormal genital bleeding, menses pattern changes, pelvic pain and abdominal bloating may occur. In this case, the investigator considered the events as possible related to the suspect device. Considering their nature and in the lack of an alternative explanation; company agrees with investigator's assessment. Since device removal was required (intervention implied); this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.